Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the lot code is in scope of the recall, the reported event is not in scope. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An event regarding loosening involving a metal head was reported. Conclusion: the patient was revised for a loose stem. During revision surgery, the head, which is taper locked onto the stem had to be explanted as the stem was being explanted. Based on the information provided there is no indication or allegation that the device reported in this complaint investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with lysis. Loose at the body stem interface. Revision of cone conical restoration modular stem. Left tha. Update: "the reason for revision was pt pain and lysis on scans. The surgeon hypothesised that it may have been a loose stem/ body interface."